Manufacturer narrative:
One used 6fr angio-seal vip was received for product evaluation. The carrier tube assembly was returned completely unmated from the hemostasis sheath. The guidewire was returned as well. Visual inspection revealed that the carrier tube assembly was found to be completely removed from the hemostasis sheath and the deployment sleeve of the device was noted in the forward lock position. The sheath was observed severed near the distal end of the hub. Dried collagen was noted stuck into the hemostatic valve and the tamper tube had exited the carrier tube. The bypass tube was removed from the hemostatic valve and dislodged at the tip of the carrier tube. No other visual anomalies were noted with the returned device. Manual tension was applied but was unable to remove the collagen from the hemostatic valve. Functional testing was not performed due to the collagen was exposed and stuck into the hemostatic valve. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the dried collagen could have been stuck in the hemostatic valve while attempting to separate the carrier tube assembly from the sheath; improper mating between the carrier tube assembly and hemostasis sheath could lead to bypass tube dislodge while pulling back the device, and the anchor and collagen getting stuck. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they were unable to push the angio-seal device plug out of the sheath. The procedure outcome was successful. Hemostasis was achieved using a new angio-seal. Blood loss was greater than 250cc's. It is unknown if the bleeding was related to the failure of the angio-seal. The patient remained hospitalized for two days for observation. There was no harm to the patient. The patient was reported to be in stable condition, bleeding occurred later. Additional information was received on 01oct2019. The procedure being performed was stents in both a iliac and stent in the left a subclavian, for which a snare was used to retrieve the wire from the arm through the sheath in the groin. The procedure was successful. The sheath size used was a 6fr. A pre- deployment angiogram was performed. A new angio-seal device was used to stop the bleeding.